Event description:
Catheterization was performed by right radial puncturing, with the result of normal coronary arteries. 33 days later, symptoms of skin reaction at the puncturing region was noted. Eritematose plaque, hot, fluctuant and very painful, compatible with an abscess. Due to thoracic pain, a doppler study was performed: radial artery without flow restriction. The area was surgically drained and treated with antibiotics. This is additional information received on antibiotics. This is additional information received on one of the three patients indicated in medwatch no: 1820334-2005-00218. Also, reference 1820334-2005-00239.